Event description:
Pt wit severe aortic insufficiency and aneurysm of ascending aorta and root was taken to operating room for redo-aortic root replacement and replacement of ascending aorta. During the procedure, there was massive bleeding from the base of the heart through the bottom of the gelweave graft that could not be repaired successfully with multiple pledgeted surgilene sutures. The aorta was cross clamped and rearrested. Exploration of the aortic root revealed that one of the surgilene sutures that had been used to attach the noncoronary aortic annulus to the gelweave graft had broken away from the not. The suture line was repaired and the noncoronary annulus was reattached to the gelweave graft. A coagulopathy was treated with coagulation factors.